Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6)' implanted: (B)(6) 2023; product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that high impedances were identified on contacts 11 and 12 (33,420 and 40,000 ohms, respectively). No symptoms reported.  No stimulation issues were reported.  The cause was not determined.  The rep noted they were able to program around these two contacts.  No symptoms reported.